Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 2,000 mcg/ml of fent anyl at an unknown dose via an implantable pump for non-malignant pain and complex regional pain syndrome type 1. It was reported a motor stall had occurred at some point in (B)(6) of 2017. The pump was decreased to minimumrate when the stall was identified. The patient experienced withdrawal due to the motor stall. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The pump was explanted and replaced on (B)(6) 2018. It was indicated the device would be returned to the manufacturer for analysis. The issue had been resolved at the time of the report. The patient¿s status at the time of the report was provided as alive no injury. No further complications were reported or anticipated.

Manufacturer narrative:
H3: the pump was returned and analysis identified residue and wearing of the pump gear. If information is provided in the future, a supplemental report will be issued.